Event description:
Customer reported receiving erratic readings in blood glucose tests. Customer received readings of 365mg/dl, 96 mg/dl, 302 mg/dl, 52 mg/dl and 49mg/dl within ten minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.